Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI not available. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided.

Event description:
It was reported the implant body fractured and was removed. Waiting for healing before placing a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. An unknown biomet screw and osseotite® certain® 2 implant 4 x 11.5mm (xifoss411) were returned for investigation. Visual inspection of the as returned products identified bone on threads and some damage possibly due to the removal process. Fracture on the collar and also screw fracture found inside. Device history record (DHR) review was completed for the subject lot number (2018021161). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018021161) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.